Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again. The caller confirmed understanding but declined to load the cartridge while on the call, stating they would reach out if further issues arose.